Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the femoral artery. The 90% stenosed and 24mm long target lesion was located in the moderately tortuous left circumflex artery with a reference vessel diameter of 2.5mm. A non-bsc guide wire was place and the target lesion was pre-dilated with a 2.5x20mm non-bsc balloon catheter. While advancing the 2.5x24mm promus element stent toward the target lesion, the physician observed that the stent appeared to be indented and damaged. It is believed that the tortuosity of vessel caused the stent damage. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the femoral artery. The 90% stenosed and 24mm long target lesion was located in the moderately tortuous left circumflex artery with a reference vessel diameter of 2.5mm. A non-bsc guide wire was place and the target lesion was pre-dilated with a 2.5x20mm non-bsc balloon catheter. While advancing the 2.5x24mm promus element stent toward the target lesion, the physician observed that the stent appeared to be indented and damaged. It is believed that the tortuosity of vessel caused the stent damage. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Updated: returned to MFR. On, device evaluated by manufacturer, eval summary attached, method, result, conclusion, corrections: device avail. For eval? Corrected from no to yes. Device returned to MFR.? Corrected from no to yes. Device evaluated by manufacturer: an examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).